Event description:
After mastectomy in 1980, pt had a dow c, gel implant in '81. "Encapsulated & moved" replaced in '90 (for 6 mo) a double lumen gel implant from another MFR. "I know silicone gel throughout my body has caused me to have two hip replacements in past year." Lt hip replacement in 4/97.